Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one 40-year-old male patient. The following data was provided: sid (B)(6). First draw = 5 ng/l second draw = 9 ng/l third draw = 16 ng/l fourth draw = 131.8 pulled and repeated on the same analyzer = 14.1/12.3/13.7/14.1 ng/l fifth draw = 14 ng/l. Customer's reference range for male: <16 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.